Event description:
Pt was admitted to the ICU in june 2005 with a diagnosis of gi bleed, acute renal failure and acute alcohol intoxication. Pt seen by a gi physician who wrote orders for the pt to have an egd (upper endoscope) and to be prepped for a colonoscopy as soon as possible using a "rectal tube" and ng tube to administer and manage the golytely to be used for bowel cleansing. The fms was inserted by ICU nursing staff on the morning of the next day following hospital procedure guidelines. No information is available on the actual insertion procedure. The golytely was administered via ng tube and the pt was taken to the endoscopy suite at 5:30pm the next day. Multiple biopsies were taken and a tentative diagnosis of ulcerative colitis was reported. The pt has been transferred to the psychiatric ward and will soon be discharged. The gi physician sent an email to nurse stating that he had noted significant trauma and necrosis in the rectum in the area of the balloon. He advised that all use of the fms in the facility should be discontinued in the interest of pt safety. The nurse was able to view the colonscopy film and was able to visualized the necrosis.